Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump would reportedly dispense all the insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission 07/02/2013] - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history was reviewed and no indication of load step issues was observed. During evaluation the pump was able to rewind, load and prime successfully. The pump was exercised for 24 hours with no issues. No issues were observed with the force sensor assembly. Unrelated to the event the display was found to have a dim pink contrast.